Manufacturer narrative:
(B)(4). Per the nonconformity report associated with this complaint, testing was performed and the maquet sales and service representative could not duplicate the failure. The unit was removed to be sent for evaluation at the maquet national repair center. Per the nonconformity report, no personal injury or death occurred. Service order (B)(4) was generated for this event. Per service order, the battery run time was short. The battery was replaced and the system was to factory specification. (B)(4).

Event description:
On (B)(6) 2012, rotaflow console with serial number (B)(4) at (B)(6) hospital was in-use and displayed 5vtest error message on the screen. Then the pump stopped. The customer tried to power down and boot the rotaflow back up but was unsuccessful. The customer swapped the unit out with another rotaflow. (B)(4).